Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lot of different pouches and each of them had the same problem with the wound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of ins migration. It was stated that the patient had an open wound with ex position of the left abdominal pouch ins. The ins was explanted and replaced with another manufacturers product. The event was noted to be related to the device/therapy and not related to the implant procedure. The event resulted in in-patient hospitalization and surgical intervention. The event was resolved without "seqeula" on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that it was believed that the patient was allergic to the ins.